Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00867. It was reported the patient was not receiving effective stimulation therapy/relief from the drg system. The next course of action was undetermined at this time.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00867. Additional information received identified the ineffective stimulation reported in the initial MDR was not due to the device but onset of new pain not covered by the drg system.